Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was noted via merlin.net transmission. The patient was not symptomatic. The device remained implanted. No additional information had been reported.